Manufacturer narrative:
(B)(4). The device was received and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the device: leak testing, clamp function testing and clear passage testing were performed with no issues noted. The reported condition of damage was not verified. However, during the visual inspection it was determined that there was excess solvent (found near the junction between the light blue main body and dark blue female connector). The device was determined to not meet performance specifications due to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the side of the tube of the minicap extend life pd transfer set was damaged. This was found upon opening of the device's packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.